Event description:
The customer reported that the zipper teeth on the side panel are not aligning. There was no pt injury reported.

Manufacturer narrative:
(B) (4) - zipper teeth are not aligning. Evaluation of the returned product shows that the window side b zipper slider body is open. Window side b has two inch holes in the netting. Panel side a the zipper slider body is open. Left side lower left leg on the reinforcement attachment has 3 stitches broken. (B) (4).